Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient went to the emergency room after experiencing a syncopal event. The right ventricular lead showed a higher unipolar impedance than bipolar, non-capture was also noted on the lead. The lead was capped and replaced. No further patient complications were reported as a result of this event.